Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly reset. Blood glucose (bg) was slightly above 500 mg/dl. Bg was addressed by customer completing the load sequence and delivering a bolus via the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.